Manufacturer narrative:
(B)(4). The device has not yet been returned to the MFR. However, a full evaluation will be conducted when the device is received and a supplemental report will be submitted following the investigation. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that the wire successful crossed a lesion in the lab artery. However, during pullback, the radiopaque tip detached from the device. A snare procedure was performed and the tip was successfully recovered. No pt injury occurred.